Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/06/2025, it was reported by a sales representative via (B)(4) that an ar-12140 scissors were broken. The push/pull rod inside the shaft was broken and the top jaw did not close anymore. This was discovered during the case with no patient harm.